Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown/ other coil was missing and was never found') in a 35-year-old female patient who had essure (batch no. 629145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, seasonal allergy and parity 3. Previously administered products included for to prevent pregnancy: paraguard from 2007 to 2008 and birthcontrol pills from 2005 to 2006; for an unreported indication: iud. Concurrent conditions included body mass index normal, genital bleeding, dizzy, radiating pain, urinary catheter insertion, cervical pap smear normal, human papilloma virus infection, ovarian failure, fsh abnormal, menstruation abnormal, tubectomy, cervix inflammation, nabothian cyst, hyperplasia endometrial, dysfunctional uterine bleeding, pelvic pain female, bacterial infection due to streptococcus, group b, abdominal discomfort, haemorrhage nos, painful urination and irregular menstrual cycle. Concomitant products included cetirizine hydrochloride (zyrtec), clonazepam (klonopin), clonazepam from (B)(6) 2015 to (B)(6) 2017, escitalopram oxalate (lexapro) from (B)(6) 2015 to (B)(6) 2017, estrogens conjugated (premarin) from (B)(6) 2016 to (B)(6) 2017, formaldehyde solution (formalin), ibuprofen from 2011 to 2016, montelukast sodium (singulair), montelukast since 2007 to (B)(6) 2017 and naproxen sodium (aleve) from 2011 to 2016. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced premature menopause ("hormonal changes describe: early onset menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). In 2012, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, brain fog") and feeling abnormal ("psychological or psychiatric problems condition: anxiety, brain fog"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometriosis ("other injury (ies) or complication please describe: endometriosis"), adenomyosis ("other injury (ies) or complication please describe: adenomeiosis") and panic attack ("panic attacks"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy and removal of essure coil on the right). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, premature menopause, anxiety, feeling abnormal, fatigue, weight increased and panic attack outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, endometriosis and adenomyosis was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, adenomyosis, anxiety, device dislocation, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, menorrhagia, panic attack, premature menopause, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2009 and now (B)(6) 2009. 3 training coils on the right side and 2 training coils on the l side. Current weight 126 lbs. One of the coils was not found in my fallopian tube after she performed my hysterectomy and bilateral salpingectomy. Right essure coil removal. Complications from essure removal procedure: one of the coils was not found in my fallopian tube after she performed my hysterectomy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Ultrasound scan - on an unknown date: uterus measuring 9 x 4 x 5 cm. The patient had an fsh recently of 18. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, panic attack, adenomyosis. Lot number:629145 manufacture date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown/ other coil was missing and was never found') in a (B)(6) female patient who had essure (batch no. 629145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, seasonal allergy and multiparous. Previously administered products included for to prevent pregnancy: paraguard from 2007 to 2008 and birthcontrol pills from 2005 to 2006; for an unreported indication: iud. Concurrent conditions included body mass index normal, genital bleeding, dizzy, low back pain, urinary catheter insertion, cervical pap smear normal, human papilloma virus infection, ovarian failure, fsh abnormal, menstruation abnormal, tubectomy, cervix inflammation, nabothian cyst, hyperplasia endometrial, dysfunctional uterine bleeding, pelvic pain female, bacterial infection due to streptococcus, group b, abdominal discomfort, bloody discharge, painful urination and irregular menstrual cycle. Concomitant products included cetirizine hydrochloride (zyrtec), clonazepam (klonopin), clonazepam from (B)(6) 2015 to (B)(6) 2017, escitalopram oxalate (lexapro) from (B)(6) 2015 to (B)(6) 2017, estrogens conjugated (premarin) from (B)(6) 2016 to (B)(6) 2017, formaldehyde solution (formalin), ibuprofen from 2011 to 2016, montelukast sodium (singulair), montelukast since 2007 to (B)(6) 2017 and naproxen sodium (aleve) from 2011 to 2016. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced premature menopause ("hormonal changes describe: early onset menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). In 2012, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, brain fog") and feeling abnormal ("psychological or psychiatric problems condition: anxiety, brain fog"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometriosis ("other injury (ies) or complication please describe: endometriosis"), adenomyosis ("other injury (ies) or complication please describe: adenomeiosis") and panic attack ("panic attacks"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy and removal of essure coil on the right). At the time of the report, the device dislocation, premature menopause, anxiety, feeling abnormal, fatigue, weight increased and panic attack outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, endometriosis and adenomyosis was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, adenomyosis, anxiety, device dislocation, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, menorrhagia, panic attack, premature menopause, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2009 and now (B)(6) 2009. 3 training coils on the right side and 2 training coils on the l side. Current weight (B)(6). One of the coils was not found in my fallopian tube after she performed my hysterectomy and bilateral salpingectomy. Right essure coil removal. Complications from essure removal procedure: one of the coils was not found in my fallopian tube after she performed my hysterectomy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Ultrasound scan - on an unknown date: uterus measuring 9 x 4 x 5 cm. The patient had an fsh recently of 18. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, panic attack, adenomyosis. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received: case becomes incident. Previous event injury to herself was removed. New events hormonal changes describe: early onset menopause, abnormal bleeding (vaginal, menorrhagia), anxiety, brain fog, migration of essure device location of device: unknown/ other coil was missing and was never found, dysmenorrhea (cramping), fatigue, weight gain, endometriosis, adenomeiosis, panic attacks and lower abdominal pain were added. Lot number and explant date was added. Product indication and insertion date was updated. Patient demographics were added. Concomitant drugs, lab data and medical history were added. New reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.